Manufacturer narrative:
The sensor 0m0001r9zzr was returned and investigated. Performed visual inspection on returned patch. Plug is seated correctly. Extracted data using approved software. Patch was in state 5, which is normal termination. Performed visual inspection on the plug assembly. No observations were found. Using approved software the sensor was reprogrammed and testing was performed for 4 minutes. Review of the data from the sensor was found to be within specification. No product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional reported a customer's adc freestyle libre sensor ended after 8 days of wear. It was further reported further reported the customer experienced a loss of consciousness and was treated by a family member with a glucagon injection. There was no report of death or permanent injury associated with this event.